Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water path replacement. Cardioquip notified the customer of the potential bacterial contamination/recommendation and provided a quote for the repair via email on 11/30/2022. There has been no response to the recommendation as of the date of this report.

Event description:
Due to brown discoloration around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.

Manufacturer narrative:
The customer accepted cardioquip's recommendation for the device to receive an internal water pathway replacement. When cardioquip received the device, an hpc test was performed to gain a quantitative analysis of the water quality. The results came back outside of cardioquip's specifications for bacterial contamination. An internal water pathway replacement was performed on the device to return it to specification. Following the repair, the device passed inspection and is fully functional.

Event description:
Due to brown discoloration around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.